Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy case, the surgeon was treating a lesion and reported perforating a vessel while using the corecath device. The surgeon tried to control the bleeding with the device. After treating the area a couple times, the surgeon was cleaning the device and reported the electrode broke on one side, but it remained attached. The bleeding was controlled; however, a clot formed in the lung. The patient was sent to interventional radiology as a precaution to remove the clot.